Manufacturer narrative:
Summary evaluation: it was reported that one bravo ph capsule failed to detach/attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a capsule failed to detach. There was a tear on patient's esophagus but no intervention required. There was no anything unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the device procedure and the esophagus appeared to be normal. The vacuum source and the vacuum pressure before the procedure was 550mmhg. There was no lubricant used to facilitate capsule placement. The delivery system and capsule will be returned to given.